Manufacturer narrative:
A visual examination of the screw was performed. The screw is in good condition. Conclusion - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this plate breakage. Additional mdrs associated with this event: MDR 3025141-2014-00164 follow up 1: plate 1; MDR 3025141-2014-00165 follow up 1: screw 1; MDR 3025141-2014-00166 follow up 1: screw 2; MDR 3025141-2014-00167 follow up 1: screw 3; MDR 3025141-2014-00168 follow up 1: screw 4; MDR 3025141-2014-00169 follow up 1: screw 5; MDR 3025141-2014-00170 follow up 1: screw 6; MDR 3025141-2014-00172 follow up 1: screw 8; MDR 3025141-2014-00173 follow up 1: screw 9; MDR 3025141-2014-00174 follow up 1: screw 10; MDR 3025141-2014-00195: plate 2; MDR 3025141-2014-00196: screw 11.

Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2014-00164: plate. MDR 3025141-2014-00165: screw 1. MDR 3025141-2014-00166: screw 2. MDR 3025141-2014-00167: screw 3. MDR 3025141-2014-00168: screw 4. MDR 3025141-2014-00169: screw 5. MDR 3025141-2014-00170: screw 6. MDR 3025141-2014-00172: screw 8. MDR 3025141-2014-00173: screw 9. MDR 3025141-2014-00174: screw 10.

Event description:
An implanted volar distal radius plate broke post operatively and was explanted.